Manufacturer narrative:
Qc was within the established ranges prior to the event. The customer was advised to disable the ordac feature for rf and to confirm all out of range high rf results by manual dilution or by sending the samples of high rf results to a reference lab to be confirmed by an alternate method. A root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discrepant rheumatoid factor (rf) results generated by unicel dxc 600 synchron clinical system for one patient sample. The results were not reported out of the laboratory. The sample was sent out to a reference lab where an alternate method was used. The result was accepted as true result and reported. There was no effect to the patient or to the user.